Manufacturer narrative:
(B)(4). D10: comp rvrs shldr glnsp std 36mm cat# 115310 lot# j7569381. G2: foreign - event occurred in australia. The reported event could not be confirmed due to lack of product/information. Visual examination of the provided photos identified the explanted items. However, as the products were not returned, further analysis could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: right revision tsr due to pain/impingement (notch impingement), cephalic vein injured during scar dissection ¿ tied off, illegible handwritten op note. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a right reverse total shoulder revision approximately 13 months post-implantation due to impingement and pain. During the revision, notch impingement was noted. The glenosphere, humeral tray, and bearing were exchanged without complications, while the glenosphere baseplate, four screws, and humeral stem were retained. Attempts have been made and no further information has been provided.